Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ischemia/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported that a 51-year-old female patient was admitted with heart failure symptoms secondary to an acute st-segment elevation myocardial infarction complicated by cardiogenic shock (lactate 1.9 mmol/l, ph 7.5). She required inotropic and vasopressor support as well as respiratory assistance. As no coronary artery disease was identified, takotsubo syndrome was suspected. Given a cardiac index of 1.2 l/min/m², an impella cp device was inserted via the right femoral artery. During dressing changes in the catheterization laboratory, the clinical team noted absent doppler-detectable pulses in the right foot. A distal perfusion sheath was subsequently placed antegrade in the superficial femoral artery. A complaint was filed. Following sheath placement, doppler signals in the right foot became detectable again. The event was coded as a serious injury, surgical intervention and unexpected medical intervention. Two days later, the impella cp device was successfully removed, and the patient survived.